Manufacturer narrative:
(B)(4) date sent: 12/15/2015 information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4) the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation; the broken jaw was not returned. In addition the device was returned empty. The device was disassembled and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips are not fired properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.